Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During the procedure, the right disc of the occluder did not return to its original shape after the left disc was opened and positioned despite several attempts. The device looked like a hamburger. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was replaced with another 30-25mm amplatzer talisman pfo occluder. The procedure was prolonged, but there were no adverse patient effects. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse associated with device deformation did not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.